Event description:
The customer stated that the physician questioned falsely elevated troponin results. The following results were provided: (B)(6) 2024 65.6 ng/ml, (B)(6) 2024 85.5 ng/ml, (B)(6) 2024 225 ng/ml, (B)(6) 2024 217.4 ng/ml. No impact to patient management was reported. Update: after measuring with scantibodies tube, the architect stat high sensitive troponin-I results are <4 pg/ml.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. In this case, the sample was treated with heterophilic antibody blocking tubes with results returned below the assay cutoff. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the physician questioned falsely elevated troponin results. The following results were provided: (B)(6) 2024 65.6 ng/ml; (B)(6) 2024 85.5 ng/ml; (B)(6) 2024 225 ng/ml; (B)(6) 2024 217.4 ng/ml. No impact to patient management was reported. Update: after measuring with scantibodies tube, the architect stat high sensitive troponin-I results are <4 pg/ml.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The lot is unknown in this case, however review of the within date lots with at least 10000 patient results show that all median values are within established limits indicating the lots are comparable and performing acceptably in the field. Labeling was reviewed which adequately addresses the current issue. In this case, the sample was treated with heterophilic antibody blocking tubes with results returned below the assay cutoff. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98.

Event description:
The customer stated that the physician questioned falsely elevated troponin results. The following results were provided: (B)(6) 2024 65.6 ng/ml. (B)(6) 2024 85.5 ng/ml. (B)(6) 2024 225 ng/ml. (B)(6) 2024 217.4 ng/ml. No impact to patient management was reported.